Manufacturer narrative:
Product ID: 3889-28, lot# va1y761, date implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they had to shut off their ins today for an EKG and reported they were "having a really hard time getting it back on". Pt stated they were able to turn ins back on but when they did they got a message that their ins battery is low and to contact their physician. Pt stated they got this message twice. Pt stated how could this be as their implant is only a year old. Pt stated previous implants lasted much longer (pt stated 8-10 years on average; "one longer than that"). Pt stated they don't think they have ins at unusually high settings. Additional information was received from the patient. The patient called in and indicates that they saw a rep in the hcp's office last week for a low battery and they are hoping to speak to the rep again. They reported that on (B)(6) 2022, they with the hcp's assistant in the hcp office, then met with the rep on (B)(6) 2022 at the hcp office. The rep suggested there was a "bad lead" that may have drained the battery. The rep was going to reach out to manufacturer to determine the issue. The patient is waiting to hear back from the hcp office to decide how to move forward. Additional information was received from a manufacturer representative (rep). The rep reported that the rep identified a possible impedance on one lead of the device. The cause is unknown, and the patient denies any falls. The patient was reprogrammed on (B)(6) 2022, and the patient called after the reprogramming. The issue has been resolved, and they discussed options with the patient's managing physician.